Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery is dated (B)(6) 2020. The reason for revision is reported patient fall. During the revision, the tibial insert and retaining bolt were removed and replaced with new components.